Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin leaked past the second o-ring. The caller stated that the issue had been observed during the fill process. The caller stated that the o-rings had not been malformed in the package and the leak occurred during normal use. The issue was reported to have occurred with 2 different reservoirs. The blood glucose reading was not provided. No fluid was observed in the insulin pump. Advised replacement of the reservoir. Nothing further reported.